Event description:
It was reported that during a stent placement procedure, the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the sample was not returned for evaluation and images were not provided for review. Based on the information available, the investigation is inconclusive for stent expansion issue. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system throughout deployment. The instructions for use contains a stent size selection table describing the relationship between reference vessel diameter and stent inner diameter. In regards to pta the instructions for use state: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.', and 'post stent expansion with a balloon dilatation catheter is recommended. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: d4 (expiry date: 12/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft deployment procedure, the stent allegedly failed to expand. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified. (Expiry date: 12/2023).